Manufacturer narrative:
Product ID: 8709, lot# j11140r36, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
It was reported that the patient was put on prialt approximately 6 weeks prior to the report and experienced hallucinations. On (B)(6) 2013, the patient¿s dose was decreased from ¿11 something¿ to 9.8 per day. The patient stated that he was still having hallucinations but they were not like they were. The patient noted that he was one of the first patients who got the prialt back in 2000. The patient stated that his healthcare provider (hcp) does not know anything about the medication and they are afraid to touch the pump because ¿they think something is going on¿. The patient was to present to an appointment on the day of the report. Additional information has been requested but was not available at the time of this report.